Event description:
It was reported that a minicap was leaking during patient use. The home patient (hp) was using the proper connection technique to securely connect the cap. The hp reported no difficulties using the minicap on the transfer set and did not over tighten the minicap. The hp did not use any cleaning solutions of disinfectants on the transfer set or minicap and it was unknown if there was any damage or buildup on the threads of the transfer set that would interfere with the connection, it was also unknown whether there was anything that may have caused or contributed to the leaking of the minicap. The hp slowed the leak with a tissue and did not have the transfer set replaced. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The manufacture date of this device was between 07/18/2013 and 07/19/2013. The device was not received; however, a companion sample was reported to be available but has not yet been received. A review of all batch record documents was performed for lot number gd895011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).